Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection showed no outward signs of any damage and it appears to have been primed. The device was tested per specification. The device was primed and run from 0-4000 rpms on a bio-console. The pump was able to flow up to 7 lpm with no issues noted. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that abnormal flow readings were observed in the extra corporeal membrane oxygenation (ECMO) circuit involving the affinity centrifugal pump during use. The ECMO circuit was primed without any issues. However, after the patient's blood entered the pump head, the flow could not be increased as expected, and the system was unable to be successfully initiated on the patient. The device was replaced to complete the procedure. Medtronic received additional information that the customer had an initial concern with the pump head. The customer can only recall the pump head as the issue. The patient was on veno-venous (vv) mode using the reported ECMO circuit at 14.12pm. The pump speed was displayed on the screen and rpm was present, but there was no flow at 14:22pm. The ECMO was operated for 10 minutes when flow dropped to 0.2 l/min. The ECMO circuit was replaced completely at 14:48pm. Only the oxygenator, the pump head and circuit line were replaced. Simultaneously, they switched to veno-arterial-venous (v-va) mode at 14:48pm. The patient experienced a cardiac arrest (cpcr) after the malfunction at 14:22pm, with a drop in blood pressure and oxygen saturation. Dopamine and levophed were the medications administrated (levophed 40 mcg and easy dopa 40 mcg). Cardiopulmonary resuscitation (CPR) was performed for 14 minutes from 14:34pm to 14:48pm. Subsequently, the patient was diagnosed with ischemic bowel, likely resulting from ischemia during cpcr. No blockage was identified in the device. The clinicians confirmed that there was no obstruction. Normal saline solution (n/s) was used during prime. The patient had previously been on heparin or other anti-coagulant therapy. Heparin (3,000 units) was administered before inserting the ECMO cannula. Act (activated clotting time) was measured. The values were 170¿181 seconds. The reported ECMO circuit was used on the bio-console 560. The pump lot numbers associated with the custom pack are 229264393 and 229535040. Medtronic received additional information that the customer was unable to determine the relatedness of the cardiac arrest to the device, procedure or therapy. Due to the patient's extremely critical condition at the time, there was no opportunity to test every component of the ECMO system. Therefore, the clinical team replaced it with a new one. There is no evidence to confirm that any specific device caused the event.